Manufacturer narrative:
Without return product and batch number, the manufacturer was not able to conduct complete documentary review and product verification and reported defect cannot be confirmed. Therefore complaint is classified as no definitive conclusion, unverifiable. The risk is identified in our risk analysis and occurrence's rate as per similar complaints review is below acceptable frequency of the risk analysis. Risks and implantation procedure and possible complication are detailed in the instruction for use. Therefore, further additional action through CAPA management at pfm medical cpp sa is not required.

Event description:
A physician reported an issue with an xcela dual lumen plastic port, 9.6f attachable, filled holes. A patient presented with pain and upon examination, the physician noted what appeared to be fluid accumulation at the junction of the dual lumen port body and inquired about whether or not this was normal and would like to understand the inner workings of the dual lumen port and if this is normal. Request made 11/06/25 - additional information has been requested from the customer to determine the outcome of the event and whether any intervention was necessary. Response received on 11/06/25 - port placed (B)(6) 2025, port explanted (B)(6) 2025. No obvious leak on inspection, port exchanged for single lumen in same pocket after explant.